Manufacturer narrative:
A getinge field service engineer (fse) was dispatched and reported the iabp passed all calibrations, functional, and safety tests per factory specifications. The fse performed the 5,000 hour preventive maintenance (pm) compressor replacement, and sold two batteries to the customer per customer request. The fse replaced the temperature sensor, two batteries, drive side of the safety disk, tidal volume disk, two mufflers, scroll compressor, and a single battery transport, as part of the pm. These parts were all replaced due to pm not a failure of the components, and therefore, are not required to be returned for further evaluation. The fse cleared the iabp for clinical use and returned it to the customer.

Event description:
The customer reported that the cardiosave intra-aortic balloon pump (iabp) was having a communication error. The circumstances of the event are unknown, however, no patient was involved and no adverse event has been reported.

Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) is not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) was dispatched and replaced the power cord reel with a customer supplied part. The fse then verified the iabp charges the batteries. The fse stated that the iabp required the 5k preventive maintenance and new batteries before clearing it for clinical use. Additional information has been requested, however, no further details have been provided. If any additional information is provided in the future, a supplemental report will be provided.

Event description:
The customer reported that the cardiosave intra-aortic balloon pump (iabp) was having a communication error. The circumstances of the event are unknown, however, no patient was involved and no adverse event has been reported.